Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A purchasing employee reported lost of suction during a procedure. Additional information has been requested.

Manufacturer narrative:
Additional information provided. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction/incident. The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, lost of suction was reported to have occurred before the laser was fired.